Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to failed metal junction corrosion issue at the cocr modular neck and titanium stem.